Manufacturer narrative:
Additional information can be found in the following sections (B)(4) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure. The white teflon pad was found with material missing at the distal tip. Clamp arm holding the teflon pad was still able to open/close. However, teflon material approximately 0.45 x 0.05 was missing. The customer did not return the missing material. The known common cause of this failure is mishandling/misuse. Isi followed up with the customer and confirmed that the missing piece will not be returned to isi as it was discarded. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformancies were identified to be related to this complaint. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contributed to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the harmonic ace curved shears instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip of the harmonic ace curved shears instrument to break and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white tip of the harmonic ace curved shears instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury.